Event description:
Reportedly, a message indicating a connection problem was displayed during the pairing attempt performed on two different patients.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned smartview connect s/n (B)(6) was tested, and the reported behavior was reproduced, as pairing with a test pacemaker was unsuccessful. - however, the returned smartview connect was then turned off and the sim card was repositioned. A new pairing attempt was then performed, and the smartview connect was associated with the test pacemaker a few moments later. - therefore, based on available data, the observed pairing issues most probably resulted from an incorrect positioning of the sim card. - this case is recorded for trending purposes.

Event description:
Reportedly, a message indicating a connection problem was displayed during the pairing attempt performed on two different patients.